Event description:
It was reported that during a laparoscopic gastric bypass procedure, when firing on stomach the device fired the first stroke fine. On the second stroke, the device cut but no staples were deployed. They performed a leak test and it was positive for a leak. The surgeon over sewed the anastomosis. Procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that an ecr45b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not complete firing sequence. After use, did each of the triggers and buttons automatically return to their original. (Pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Used device from subsequent firing and it fired without issue.